Event description:
It was reported that this implantable cardioverter defibrillator (ICD) needs to be turned off due to health-related change. The device remains in service. No adverse patient effects were reported.